Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following the ipg being recovered by a manufacturer representative (manufacturer report reference # 1627487-2025-05289), the patient was unable to adjust the therapy. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.